Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 14 atmospheres of inflation. Then, the procedure was changed to a rotablator technique. The balloon was simply removed from the patient's body and the procedure was completed with a different device. No complications were reported and there was no patient injury.